Event description:
During laser lithotripsy procedure, the laser wire broke. The case was completed without incident. There was no harm to the patient. The equipment is not ordered or stocked, but brought in by an outside vendor (B)(6).